Event description:
The customer reported that two patients developed a fungal infection, and that their specimens grew the same type of mold. These two patients reportedly used the same evis exera iii bronchofibervideoscope, so the customer sent in the scope for testing to see if it was the scope that was causing this. The scope was not sampled and cultured. The medwatch with patient identifier (B)(6) reports the first patient.

Manufacturer narrative:
The customer provided their facility's cleaning, disinfection, and sterilization process. The cleaning and disinfectant solutions used with the endoscope are steris prolystica. The minimum effective concentration is being checked every use of disinfection of the scope. The automated endoscopic reprocessor (aer) being used to reprocess the scope is an asp sterrad 100nx. The endoscope is being brushed during manual cleaning. The brush being used is a single use brush. The manufacturer of the brush is olympus. The model numbers of the brushes are the following: bw411d, bw400l, bw18v. Pre-cleaning is being performed immediately after a procedure. Pre-cleaning is being performed by the endo staff. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester is an olympus mu-1. There have not been any problems noted with the aer. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was on may 18, 2023. There has been a change in the facility's reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in a cabinet. The suspect device was returned to olympus; however, evaluation has not yet begun. The investigation is ongoing. Additional information is being requested. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00319.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the third- party culture testing results, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 3 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported patient infections could not be identified. Third-party culture testing was not performed by the customer. However, olympus sent the subject device for third-party culture testing, and there was no microbial contamination detected (negative result). Therefore, a root cause of the reported event could not be determined. Furthermore, an olympus endoscopy support specialist (ess) conducted on-site reprocessing training at the facility on 29sep2023. The following processes were observed: leakage testing, manual cleaning, and storage of the device. Per the ess, although a non-olympus flush pump was used, it was confirmed that there was no deviation from the reprocessing steps in the instruction for use (IFU) which would have influenced the reported event. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.